Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death . In this case, the valve was explanted due to dehiscence, pvl, and pannus. The device was not able returned for evaluation. Based on the available information, the root cause of the dehiscence remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via patient registry that a 25mm mitral valve was explanted on pod # 64 due to dehiscence, pvl, and pannus. Another 25mm was implanted in replacement. Patient was in recovery. Per obtained medical records, there was a dehiscence along the 3a area along the posterior commissure. There were multiple fibrinous deposits under the sewing ring as well as the mitral leaflet. There was no obvious vegetation or destruction of the prosthetic valve leaflet noted. The fibrinous deposit was sent for stat gram stain, which revealed no bacteria seen and multiple white blood cells consistent with a sterile dehiscence. The transesophageal echocardiogram demonstrated good seating of the mitral prosthesis with no perivalvular leak. The aortic valve appeared to be functioning normally. There is no evidence of leaking or stenosis. The patient tolerated the procedure without difficulties and was transferred to the ICU in stable condition. Postop the patient developed atrial fibrillation/flutter, she was started on IV amiodarone and continued to be in afib/flutter. She underwent electrical cardioversion and converted into sinus rhythm. She did not have any recurrence of a. Fib/flutter post cardioversion.